Manufacturer narrative:
The results of the evaluation suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
The insert would not fit to the baseplate. Another insert was availble and was used successfully. There was no adverese consequence for the pt or delay in surgery or anesthesia time.